Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that the backup batteries were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect batteries have not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the imaging system would power down after being unplugged from the wall. The system was left to charge overnight and the reported issue was not resolved. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Device manufacture date updated to proper value.